Event description:
Nurse was following orders to place oro-gastric feeding tube. After placement ot tube, the placement was being confirmed with x-ray which showed feeding tube not in stomach. Ft was withdrawn and re-attempted. Approximately 30 minutes later it was clinically apparent that the patient had a pneumothorax requiring placement of chest tube.